Manufacturer narrative:
Outcomes attributed to adverse event, type of reportable event: a risk to the patient's health could not be excluded for these specific circumstances, since a pedicle screw was positioned in the patient's spine in a different position than desired with brainlab navigation involved, although according to the hospital/surgeon: the screw not placed as intended (left l5) was corrected in the very same surgery (replaced without aid of navigation). The outcome of the surgery was successful as intended, with all screws placed in their correct final positions as intended. Despite there was a direct (or increased) risk of harm to a critical structure due to this issue. There was no actual harm/negative clinical effect to the patient due to this issue (also not due to surgery/anesthesia prolonged by 30 min). There were no further medical/surgical remedial actions necessary, done or planned for this patient due to this issue; hospitalization was not prolonged either. Recall (if recall number is given) or correction/removal number (if given): a comprehensive investigation by brainlab regarding this specific event is currently ongoing and final conclusions are pending. Brainlab plans to issue a follow-up report to the FDA upon completion of investigation.

Event description:
An open surgery (on (B)(6) 2022) on the spine for transforaminal lumbar interbody fusion at vertebrae l4-l5 due to lumbar radiculopathy, with intended placement of 4 pedicle screws, was performed with the aid of the display by the brainlab navigation software spine&trauma 3d 1.5.1. During the procedure the surgeon: with the patient in prone position, attached the reference clamp carbon and 4-sphere array at s1. Acquired an intra-operative CT scan with automatic image registration of the current patient anatomy to the navigation, verified registration accuracy and accepted it to proceed. Placed 3 screws in pedicles of right/left l4 and right l5 using the navigated pointer, navigated drill and navigated non-brainlab screwdriver. Uring/after placing the screw in pedicle of left l5, detected a deviation of virtual display of navigation from actual patient anatomy. Acquired a confirmation scan which confirmed the screw was not placed as intended. Replaced the screw using conventional methods. According to the hospital/surgeon: the screw not placed as intended (left l5) was corrected in the very same surgery (replaced without aid of navigation). The outcome of the surgery was successful as intended, with all screws placed in their correct final positions as intended. Despite there was a direct (or increased) risk of harm to a critical structure due to this issue. There was no actual harm/negative clinical effect to the patient due to this issue (also not due to surgery/anesthesia prolonged by 30 min). There were no further medical/surgical remedial actions necessary, done or planned for this patient due to this issue; hospitalization was not prolonged either.

Manufacturer narrative:
H1: a risk to the patient's health could not be excluded for these specific circumstances, since a screw was placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeon: the screw not placed as intended (left l5) was corrected in the very same surgery (replaced without aid of navigation). The outcome of the surgery was successful as intended, with all screws placed in their correct final positions as intended. Despite there was a direct (or increased) risk of harm to a critical structure due to this issue. There was no actual harm/negative clinical effect to the patient due to this issue (also not due to surgery/anesthesia prolonged by 30 min) there were no further medical/surgical remedial actions necessary, done or planned for this patient due to this issue; hospitalization was not prolonged either. H6: according to the results of this technical investigation and the information provided by the hospital, it can be concluded that the root cause of the misplaced screw at left l5 by approx. 7 mm in the medio caudal direction is a relative movement of the vertebra operated on (l5) in relation to the vertebra (s1) where the reference was attached during the surgery due to a non-rigid connection, e.g. Stability further reduced by the beforehand performed mobilization/decompression of the spine, and/or due to the surgical forces applied to the bone (e.g. During advancement of the instrument/k-wire into the bone). Operating across multiple vertebrae without re-fixing and reregistering the patient reference array can result in movements of the spine relative to the fixed reference array especially if forces are applied to the bone (e.g. During advancement of the instrument/k-wire into the bone). Movement of the patient's spine relative to the position of the reference array cannot be recognized by the navigation system and can result in an inaccurate display of tracked instruments on the registered patient image compared to its actual position on the patient anatomy. Apparently, the resulting deviation between the registered preoperative patient image displayed by the navigation and the actual patient anatomy was not recognized by the user with the appropriate and necessary accuracy verification during the procedure before preparing the pilot hole and inserting the screw at left l5. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
An open surgery (on (B)(6) 2022) on the spine for transforaminal lumbar interbody fusion at vertebrae l4-l5 due to lumbar radiculopathy, with intended placement of 4 pedicle screws, was performed with the aid of the display by the brainlab navigation software spine&trauma 3d 1.5.1. Prior to use of navigation a decompression (l4-l5, l5-s1), laminectomy (l4-l5) and foraminotomy (l5-s1) were performed. During the procedure the surgeon: with the patient in prone position, attached the reference clamp carbon and 4-sphere array at s1. -acquired an intra-operative CT scan with automatic image registration of the current patient anatomy to the navigation, verified registration accuracy and accepted it to proceed. Placed 3 screws in pedicles of right/left l4 and right l5 using the following workflow: determine the screw trajectory using the cirq drill guide, drill the pilot hole using a non-brainlab drill through the drill guide, insert a k-wire through the drill guide into the prepared pilot hole, insert a screw over the k-wire (occasionally use a presumably non-navigated non-brainlab tap), and fixate the screw using a navigated non-brainlab screwdriver. Observed undesired movement of the cirq and repositioned it during/after placing the screw in pedicle of left l5, detected a deviation of virtual display of navigation from actual patient anatomy acquired a confirmation scan which confirmed the screw was not placed as intended acquired a new intra-operative CT scan with automatic image registration, verified registration accuracy and determined it not accurate replaced the screw in pedicle of left l5 using conventional methods. According to the hospital/surgeon: the screw not placed as intended (left l5) was corrected in the very same surgery (replaced without aid of navigation) the outcome of the surgery was successful as intended, with all screws placed in their correct final positions as intended despite there was a direct (or increased) risk of harm to a critical structure due to this issue there was no actual harm/negative clinical effect to the patient due to this issue (also not due to surgery/anesthesia prolonged by 30 min) there were no further medical/surgical remedial actions necessary, done or planned for this patient due to this issue; hospitalization was not prolonged either.